Event description:
It was reported that thresholds were unstable and there was a complete loss of capture at the highest device output on the atrial lead. It was also reported that oversensing was noted on the electrogram (egm). The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID p1501dr pacemaker implanted: 2007 (B)(6); 5076-52 non-defib lead 2007 (B)(6). (B)(4).

Event description:
It was reported that thresholds were unstable and there was a complete loss of capture at the highest device output on the atrial lead. It was also reported that oversensing was noted on the electrogram (egm). The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation. We did receive performance data collected from the lead and have analyzed the data. Analysis of the device memory indicated atrial oversensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.